Event description:
A report of an unexpected iris loss during removal of the handpiece/cartridge from the eye following iol implantation was received. The surgical procedure video was received by the manufacturer and reviewed, no definitive causality has been identified. The lens remains implanted.